Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg the serum is not separating from the blood. Patient information and impact was not reported. The following information was provided by the initial reporter: the ppt tubes are not separating the serum from the blood.

Event description:
It was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg the serum is not separating from the blood. Patient information and impact was not reported. The following information was provided by the initial reporter: the ppt tubes are not separating the serum from the blood.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Management has determined that this was reported against misunderstood information, therefore this is not considered to be a reportable malfunction. The following MFR report #s are all that were required for this complaint: 1917413-2023-00883, 1917413-2023-00873, 1917413-2023-00872.